Event description:
New information received indicated that the patient was fine before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads exhibited noise. No device intervention was reported but lead revision was discussed. Patient was asymptomatic.

Event description:
New information received indicated that the right atrial and right ventricular leads were capped and replaced on (B)(4) 2018. No further information was reported.